Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) is swollen. Additionally, the patient states that the pdm is no longer holding a charge or turning on.

Manufacturer narrative:
The complaint reported swollen battery issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.